Event description:
The facility representative reported an infuso.r. Pump with a condition of ?customer reported nothing works, is dead. This condition occurred during programming/setup in the ?or? Department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an issue of "customer reports nothing works, is dead," was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty switchboard. No repairs were made due to estimate refusal by customer. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.